Manufacturer narrative:
The complaint was originally reported voluntarily by the patient's mother, via MDR report # mw5187543. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not reported. Omnipod software app version: data not reported. Operating system: data not reported. Hardware: data not reported. Cgm sensor type: data not reported. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patients mother that the patient was not feeling well. She had not heard from patient, so mother had neighbor visit patient and then the neighbor called 911. Patient was transported to the hospital and passed away (B)(6) 2025). It was reported that the patient experienced cardiac arrest and respiratory arrest. Specific cause of death was not reported. At this time there is insufficient information to determine if insult's device caused or contributed to the reported event.